Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced a low blood glucose incident on (B)(6) 2016 with blood glucose of 18 mg/dl at the time of the incident. The customer did not provide further information. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer was calling about more information on the continuous glucose monitoring system. The insulin pump will not be returned for analysis.